Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 170 mg/dl. Troubleshooting for display anomaly was performed. Customer¿s parent advised the display screen was white, blank and when they pressed the buttons nothing happened. Customer removed the battery, went white and the display screen flashed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments, partial display or unresponsive buttons due to blank display. Unit was received with minor scratches on case and minor scratches on lcd window.